Event description:
It was reported that in the critical care unit, a primary infusion of midazolam50mg/100ml d5w was programmed for 85ml to infuse at 4ml/hour which should have taken 21 hours to complete but infused in 2 hours. Fentanyl 1000mcg/500ml d5w at an unknown rate and operator of device 1/2ns at 125ml/hour were also infusing at the time of the event. The customer states that the patient was sleeping and there was no patient harm.

Manufacturer narrative:
The customers report of an over-infusion of midazolam was not confirmed via event log review. Review of the event logs found no obvious programming errors that would cause the reported event. The customer declined to return devices for further investigation. The root cause of the customers report of an over-infusion of midazolam was not determined. The customer declined to return devices for further investigation.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Middle age.

Event description:
It was reported that in the critical care unit, a primary infusion of midazolam50mg/100ml d5w was programmed for 85ml to infuse at 4ml/hour which should have taken 21 hours to complete but infused in 2 hours. Fentanyl 1000mcg/500ml d5w at an unknown rate and d5 1/2ns at 125ml/hour were also infusing at the time of the event. The customer states that the patient was sleeping, and there was no patient harm.